Event description:
It was reported that the pump touch screen was delayed and less responsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.